Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing detached from the connector. One event occurred two weeks ago, with all other events occurring within the last 7-8 months. Customer technical support (cts) provided (B)(6) 2025 as the event date. The infusion set was in use for about 1 day. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.